Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad trace. No scrolling up numbers occurred.

Event description:
The customer reported via phone call that numbers were ramping uncontrollably. The customer's blood glucose was 140 mg/dl at the time of incident. The insulin pump was returned for analysis.